Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, post valve deployment moderate/central ai was noted on post deployment tee echocardiogram. The wire was manipulated several times, however, the ai did not change so the wire was removed and tee was re-assessed. Tee showed that the ai had not changed and the valve was noted to be in proper position. Upon further review it appeared that one of the leaflets was not moving. In order to troubleshoot, several attempts to stimulate the leaflet were made but were unsuccessful. The decision was then made to implant a second 23mm sapien valve. When trying to cross the first implanted valve with the second rf3 delivery system and valve, the first valve dislodged and embolized into the ventricle. The decision was then made not to place the second valve in the aortic annulus as the physicians felt it would cause more harm. The second valve and delivery system was pulled back into the descending aorta and the patient was converted to open heart surgery. The embolized sapien valve was removed and replaced with a 21mm a2700 surgical valve. Per report, upon removal of the embolized valve, the surgeon inspected the valve and noted one leaflet looked undersized and appeared to be pinned to the stent strut. The second valve was then deployed in the descending aorta/thoracic area which measured 22.5mm with 18cc in the delivery system balloon. When the balloon was deflated it was noted that the valve had not adhered to the aortic wall. The pigtail was then used to push the valve back up in between the balloon markers and 2cc was added to the balloon and it was re-dilated and the valve remained intact. It was decided to place a 10cm tag gore stent in the middle of the valve to ensure placement. The sheath was then removed (please note the sheath was in for about 4-5 hours) and a typical surgical repair was done. A post angiogram showed a dissection to the iliac. In order to repair the dissection, the decision was made to deploy a 9mm/80mm zilver stent to the artery. Per report, the sheath had been in the patient for about 4-5 hours. The patient was noted to have remained stable the entire time and was transferred to the ICU.

Manufacturer narrative:
Conclusion: cine and echo images were submitted to edwards for review. The following observations were made: cine - mild-moderate aortic valve calcification, mild aortic root calcification, no porcelain aorta, no mac. Coaxial alignment was good with slight lateral bias. Poor image intensifier angle (iia) with middle cusp lower and not in plane. Valve positioned 70:30 aortic. Post deployment position 70:30 aortic. Post deployment aortogram demonstrates severe ar. Next images of surgical valve insitu and rf3 with valve pulled back into descending aorta. 2nd valve deployed in aorta and stent placed to secure valve. Tee - on tee aortic short axis view suggest a functional bicuspid valve . There appears to be significant calcification on the anatomic rcc / ncc cusp, while the lcc appears relatively normal. Sapien deployment appears too aortic with the ventricular aspect of the valve substantially above the mitral valve leaflet hinge-point. On sax view no significant pvl but apparent central ar. On review of further tee images, it appears as the valve is moving more ventricular. There are no visible images of a device within the initial sapien valve. Valve embolization into the ventricle is not captured on tee. Impressions: upon inspection of a picture of the explanted sapien valve a potential mechanism of cai is apparent. The explanted valve suggests under-expansion of the frame surrounding a single cusp, combined with overexpansion of the frame surrounding the two other cusps. This differential expansion is consistent with heterogeneous stiffness of the aortic valve as might be seen in a bicuspid valve. In other words, the relatively compliant lcc allowed for full expansion of frame surround two of the sapien cusps, whereas the relatively non-compliant ncc / rcc prevented full expansion of the frame in this region. This irregular frame expansion lead to poor apposition of the sapien leaflets with resulting central ar. Actual images of lv embolization are not available on cine or tee and therefore root cause cannot be determined. The 23mm sapien valve was returned to edwards lifesciences for evaluation. The complaint was confirmed. Preliminary investigation revealed distances between the commissures are not proportional. Bunching of the skirt was noted on the inflow direction. The engineering team also noted that the leaflet was pressed hard against the frame, while on the outside of the frame, it did not look as if the valve was fully expanded. It is speculated that the valve was not deployed evenly which makes the leaflet looks smaller. Follow up examination pending.

Manufacturer narrative:
Method: x-ray imaging. Additional information provided by the edwards clinical specialist (cs), indicated that the physician reported the patient had a tri-leaflet native valve with no noticeable abnormalities. The sapien valve was returned to edwards lifesciences for evaluation. Visual and dimensional inspections were performed. The valve was observed visually and with x-ray. X-ray imaging showed that the stent/frame was returned intact with no fracture. Bunching of the skirt was noted on the inflow direction. The engineering team also noted that the leaflet was pressed hard against the frame, while on the outside of the frame, it did not look as if the valve was fully expanded. It is speculated that the valve was not deployed evenly which makes the leaflet looks smaller. The valve was dimensionally inspected for inflow and outflow od. The distance between commissures was measured and found to be below specification and therefore not proportional, indicating uneven expansion of the valve. A device history record (DHR) review, specifically of the affected work orders did not reveal any issues that could have contributed to the reported event. Review of the complaint history revealed similar complaints related to undersized deployment and leaflet motion restricted. No product was returned for these complaints; however, investigations revealed no evidence of a manufacturing non-conformance. There were no manufacturing non-conformances found on the returned device. The restricted leaflet motion observed on tee post valve deployment was most likely due to less than complete expansion of the frame surrounding one cusp of the sapien valve. The reduced circumferential distance between these two commissures caused the leaflet to be pressed against the frame, which prevented backpressure from blood flow required to properly close the leaflet. Follow-up with the physician revealed nothing unusual about the native valve and that it was a tri-leaflet valve. In addition, during evaluation, and per the instructions for use, the sapien valve was able to be uniformly expanded to its nominal size. Furthermore, during manufacturing the frame-valve assembly is 100% visually inspected at 8x magnification for distance of the leaflets from the frame. It is unacceptable for the leaflets to physically touch the frame at the inflow. The valve undergoes a 100% visual inspection for valve symmetry. Asymmetry of the orifice is unacceptable and the valve undergoes a 100% inspection of the frame component using 10x magnification for scratches, grooves, and deformation. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient (significant calcification on the anatomic rcc / ncc cusp, while the lcc cusp appeared normal) and procedural factors (less than complete expansion of the frame) may have caused or contributed to this event, although it was not able to be confirmed on imaging. The complaint was confirmed, and no IFU/training inadequacies were identified. Review of the complaint history did not reveal that occurrence rate for the month of september 2012 exceeds control limits for this failure mode. Therefore, no further action is required. The sapien valve was returned to edwards lifesciences for evaluation. Visual and dimensional inspections were performed. The valve was observed visually and with x-ray. X-ray imaging showed that the stent/frame was returned intact with no fracture. Bunching of the skirt was noted on the inflow direction. The engineering team also noted that the leaflet was pressed hard against the frame, while on the outside of the frame, it did not look as if the valve was fully expanded. It is speculated that the valve was not deployed evenly which makes the leaflet looks smaller. The valve was dimensionally inspected for inflow and outflow od. The distance between commissures was measured and found to be below specification and therefore not proportional, indicating uneven expansion of the valve. A device history record (DHR) review, specifically of the affected work orders did not reveal any issues that could have contributed to the reported event. Review of the complaint history revealed similar complaints related to undersized deployment and leaflet motion restricted. No product was returned for these complaints; however, investigations revealed no evidence of a manufacturing non-conformance. There were no manufacturing non-conformances found on the returned device. The restricted leaflet motion observed on tee post valve deployment was most likely due to less than complete expansion of the frame surrounding one cusp of the sapien valve. The reduced circumferential distance between these two commissures caused the leaflet to be pressed against the frame, which prevented backpressure from blood flow required to properly close the leaflet. Follow-up with the physician revealed nothing unusual about the native valve and that it was a tri-leaflet valve. In addition, during evaluation, and per the instructions for use, the sapien valve was able to be uniformly expanded to its nominal size. Furthermore, during manufacturing the frame-valve assembly is 100% visually inspected at 8x magnification for distance of the leaflets from the frame. It is unacceptable for the leaflets to physically touch the frame at the inflow. The valve undergoes a 100% visual inspection for valve symmetry. Asymmetry of the orifice is unacceptable and the valve undergoes a 100% inspection of the frame component using 10x magnification for scratches, grooves, and deformation. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient (significant calcification on the anatomic rcc / ncc cusp, while the lcc cusp appeared normal) and procedural factors (less than complete expansion of the frame) may have caused or contributed to this event, although it was not able to be confirmed on imaging. The complaint was confirmed, and no IFU/training inadequacies were identified. Review of the complaint history did not reveal that occurrence rate for the month of (B)(4) 2012 exceeds control limits for this failure mode. Therefore, no further action is required.